Manufacturer narrative:
Concomitant medical products: 694758 lead implanted (B)(6) 2012; 407645 lead implanted (B)(6) 2012; evolutr-34-us aortic valve implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. Output was increased and the lead remains in use. No patient complications have been reported as a result of this event.